Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m107 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m107 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs are still in process. A final report will be filed when the analysis is complete. Comp-051051 n.s. 14-mar-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 216 ml of whole blood was processed. The ecp treatment was aborted and blood was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.

Manufacturer narrative:
The smart card and photographs were provided by the customer for evaluation. The kit was not returned. Smart card data showed the treatment was aborted after 216 ml of whole blood was processed. A visual inspection of the photographs verified the pump tubing organizer (pto) leak reported by the customer. A known cause for tube bond leaks is either a lack of solvent or poor part fit-up. A material trace of the components used to build lot m107 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause of the pto leak is due to manufacturing operator error. Retraining was completed with all bonding operators at the manufacturing facility on 09-jan-2024. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.